Manufacturer narrative:
Concomitant medical products: 4076-52 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing of noise with high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. The lead had high pacing impedance with a suspected fracture. The lead was cut at the yoke and capped. A new lead was implanted. No patient complications have been reported as a result of this event.